Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the top half of the touch screen wasn't displaying anything except for green lines across the screen. Reportedly, graphics and text were blocked. Customer's blood glucose was 121 mg/dl. Reportedly, customer continued to use current pump for insulin therapy.